Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and burn marks to the reader's casing was observed. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the returned reader and burn marks were observed on the reader's pcba (printed circuit board assembly). The reader was sent for extended investigation. The reader failed to power on with button, retained test strips, or the usb cable. Since the reader was not able to power on, no further testing could be performed. Based on the observed burn marks, it was determined that the damage is consistent with being exposed to a microwave. Therefore, the issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal and external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.